Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited crystallization has occurred inside the light guide rod. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the information obtained, we were unable to identify the foreign object. Based on the information obtained, we were unable to identify the cause of the foreign object remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.